Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported an insulin flow blocked alarm, and the pump exposed to fluid in the reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-1884, and mmt-332a. Troubleshooting was performed for the pump error, and the customer reported receiving a pump error during rewind process. Customer was able to clear the error, complete rewind, and pump passed displacement test. Error table indicated that replacement was required. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past-resolved event. Troubleshooting was performed for the fluid in pump, and no damage was reported to reservoir compartment or pump case. Pump passed self test. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-243a, and mmt-332a.

Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. The pump was monitored, no pump error 38 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 20-oct-2025. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 20-oct-2025. However, no delivery alarm/insulin flow blocked alarm were found on 18-oct-2025 at 21:20:00.000 during basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There was no pump error 38 alarm recorded in the formatted history file on the event date 20-oct-2025. However, pump error 38 alarm was found on: 10/18/2025 21:21:30.000. 10/18/2025 21:24:25.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1, pcba 2 and force sensor noted. No corrosion or moisture damage found on the vibrator assembly noted. Pump error 38 alarm was confirmed according in the formatted history file due to a corroded motor home switch. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a broken belt clip rails. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Pump error 38 alarm was confirmed according in the formatted history file due to a corroded motor home switch. During visual inspection, corrosion was also found on the pcba 1, pcba 2 and force sensor noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.